Manufacturer narrative:
A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7576099 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. This complaint was assessed as not MDR reportable. In addition, based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii-IV, post-operatively. As a result, the patient underwent removal and replacement with (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7598725 sn: (B)(4) on (B)(6)2019. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On 1/16/2020, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2022, mentor became aware that the patient was also diagnosed with right breast capsular contracture (baker grade IV) on april 1, 2019. This right side complication will be reported under 1645337-2020-00640. Mentor also became aware of the patient's weight at the time of event. This medwatch form is for the left breast prosthesis.